Event description:
It was reported that the procedure was to treat a lesion in the diagonal vessel. The 2.5 x 8 mm xience v stent was implanted successfully. After the procedure, the account recognized that the stent was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for device expiration issue from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU), states: note the product use by date.